Event description:
It is reported by male nurse (B)(6) of the hospital that he was observing a surgery procedure. During this surgery procedure, he observed that the surgeon pulled the clamp from the patient and it broke unforeseeable. The surgery has been completed in this moment so that no replacement was necessary.

Manufacturer narrative:
Internal corrective actions were issued to determine a root cause for the recurring events. The investigation determined the root cause was a design problem. Corrections to design and material changes were performed and are documented in the CAPA file.

Event description:
It is reported by male nurse (B)(6) of the hospital that he was observing a surgery procedure. During this surgery procedure he observed that the surgeon pulled the clamp from the patient and it broke unforeseenable. The surgery has been completed in this moment so that no replacement was necessary.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review revealed that there have been other similar reported events for this lot ID. Medical records review was not performed because no patient information was provided. In addition, it is believed patient factors did not contribute to the reported event. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. The exact root cause cannot be determined at this time. Root cause analysis will be documented in the CAPA file.